Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(6) implanted: (B)(6) 2016, product type: implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Case reopened and reassigned to send email to mdt rep. The pt called back repeating issue from this case. Agent asked - pt stated that for the past 5 years, the therapy has been "declining". Pt also stated they are having issues charging the implants. Pt stated their mdt rep told them to upgrade the patient programmer. Agent asked pt to look at one of the patient programmers and saw both batteries were full - agent walked pt through turning stimulation on. However, pt stated the stimulation was comfortable but now it doesn't feel right, it is uncomfortable, and has sharp shooting pain in their feet; pt stated they will probably end up in the ER. Pt stated intensity is at 1.70. Pt stated hcp redirected the pt to go back to where they were implanted. Pt has a consult with hcp in a couple weeks for possible ins battery replacement. Pt mentioned they have had 12 spine surgeries. Agent reviewed expected eos for both implants. The pt expressed dissatisfaction with trying to get a mdt rep to help them - agent reviewed role of rep. Agent recommended to follow up with hcp if increasing intensities does not resolve the issue. Additional information was received from the manufacturer representative (rep). Rep reported they will reach out to patient. Rep had no idea why pt would need to update their programmer. All rep did for pt was read their circuit for both of their systems and all impedances were wnl.

Manufacturer narrative:
Continuation of d10: product ID 97714 serial# (B)(6) implanted: (B)(6) 2016 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their feet were constantly vibrating and it's not the stimulation but a loud vibration. Patient mentioned they were having difficulty with their spinal cord stimulator and the issue began probably about 4 or 5 days ago. Patient stated no matter what they changed the settings their scs were not working correctly and their feet were constantly vibrating. Patient mentioned they shut everything down to zero to turn stimulation off but the vibrating in their feet was still going on . Patient noted they had been extremely nauseous. Patient sated this had happened to them several times in the past. Patient mentioned they don't know if they are over stimulated or what. Patient was not sure what to do now. Agent asked and patient denied any recent falls/trauma. Agent reviewed role of pats with patient and informed patient it would be best to follow up with a healthcare provider to further address the issue in person. The patient was redirected to their healthcare provider to further address the issue. When asked for hcp, patient mentioned they don't have a neurosurgeon and have a consultation with hcp at the end of november.

Manufacturer narrative:
Continuation of d10: product ID 97714 serial# (B)(6) implanted: (B)(6) 2016: product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that no explants were planned at this time. The cause of the stimulation and pain issues were unknown. Rep noted the patient will have an appointment with the surgeon in (B)(6) 2024. The information has been confirmed with the physician. Pt called back stating they had a situation. They had two ins batteries and one was for the lower back and other was for neuropathy in their feet. Pt had met with their medtronic rep a couple months ago and the therapy was not helping and the rep said that was all they could do. Pt noted now for about 10 days every now and then if the pt were to take antibiotics their stimulator goes out of wack. Even if they shut off them off they could feel a strong vibration, they did not have a current neurosurgeon and the pt was uncomfortable. They tried shutting it off completely and turning them back on but it was the same. Pt had 4 settings and no matter what they did it's the same thing. Pt said they might have to go to the ER. Pt said this had happen before a couple times but this had been like this over a week. Pt noticed a couple days after starting to take the antibiotics their ins was really strange. Pt was redirected to consult with a hcp. Agent closed case.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for the past week when they turn both stimulator off it feels like it is stimulating but at a very rough setting and scaring her. Patient stated she is not sure if the device is overstimulated or not. Patient stated she is having severe vibration with both implants and has been going on 10 days to few weeks and they are not sure what to do. Patient mentioned this happened before about a year or two ago and it resolve itself and went away after couple days. Patient stated they are slowly stopping to take zantac medication and wonder if that could affect the scs therapy. Patient services specialist asked patient if she had falls or trauma and patient said she fell 10 times or more in the past 4 months due to vertigo. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. Patient stated she see dr jonathan york but she is not sure if he does mdt. Agent emailed phy listing to patient. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97714 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.